Event description:
According to the reporter, the patient underwent a diverticulitis and the removal of a large mass including a sigmoid resection. Po st-operative, the patient experienced tachycardiac, fever, feeling poor, sepsis, anastomotic leak allegedly caused by non-functional staples, bowel functions not returning, abdominal pain, ileus, free air, distention adhesions, anterior perforation, intubated, dyspnea, anxiety, not sleeping well, diastasis, inflammation, chronic malaise, headaches, depression, neck pain. The patient underwent treatment that included hospitalization, IV fluids, antibiotics, pt, ot, supplemental oxygen, monitoring labs, wound care, advancing diet, imaging, surgery to repair a colorectal anastomotic leak, unplanned abdominal reexploration, creation of loop ileostomy, small bowel evisceration, lysis of adhesions, resuscitation, , medication required, seroma cavity drain, pain management, slow advancement of diet, additional procedures including a placement of an area mesh throughout the patients abdomen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info received: b5, b7, g2, g3, g6, h2, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients attorney alleged that the patient underwent a diverticulitis and the removal of a large mass including a sigmoid resection. Post-operative, the patient experienced tachycardiac, fever, feeling poor, sepsis, anastomotic leak allegedly caused by non-fun ctional staples, bowel functions not returning, abdominal pain, ileus, free air, distention adhesions, anterior perforation, intubated, dyspnea, anxiety, not sleeping well, diastasis, inflammation, chronic malaise, headaches, depression, neck pain, iron deficiency anemia, shortness of breath, blurred vision, bilateral leg pains, mood swings. The patient underwent treatment that included hospitalization, IV fluids, antibiotics, pt, ot, supplemental oxygen, monitoring labs, wound care, advancing diet, imaging, surgery to repair a colorectal anastomotic leak, unplanned abdominal reexploration, creation of loop ileostomy, small bowel evisceration, lysis of adhesions, resuscitation, , medication required, seroma cavity drain, pain management, slow advancement of diet, additional procedures including a placement of an area mesh throughout the patients abdomen

Manufacturer narrative:
Additional info received: a5a, g2, g3, g6, h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a diverticulitis and the removal of a large mass including a sigmoid resection. Po st-operative, the patient experienced tachycardiac, fever, feeling poor, sepsis, anastomotic leak allegedly caused by non-functional staples, bowel functions not returning, abdominal pain, ileus, free air, distention adhesions, anterior perforation, intubated, dyspnea, anxiety, not sleeping well, diastasis, inflammation. The patient underwent treatment that included hospitalization, IV fluids, antibiotics, pt, ot, supplemental oxygen, monitoring labs, wound care, advancing diet, imaging, surgery to repair a colorectal anastomotic leak, unplanned abdominal reexploration, creation of loop ileostomy, small bowel evisceration, lysis of adhesions, resuscitation, , medication required, seroma cavity drain, pain management, slow advancement of diet, additional procedures including a placement of an area mesh throughout the patients abdomen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a diverticulitis and the removal of a large mass including a sigmoid resection. Po st-operative, the patient experienced tachycardiac, fever, feeling poor, sepsis, anastomotic leak allegedly caused by non-functional staples, bowel functions not returning, abdominal pain, ileus, free air, distention adhesions, anterior perforation, intubated, dyspnea, anxiety, not sleeping well. The patient underwent treatment that included hospitalization, IV fluids, antibiotics, pt, ot, supplemental oxygen, monitoring labs, wound care, advancing diet, imaging, surgery to repair a colorectal anastomotic leak, unplanned abdominal reexploration, creation of loop ileostomy, small bowel evisceration, lysis of adhesions, resuscitation, additional procedures including a placement of an area mesh throughout the patients abdomen.

Event description:
According to the reporter, the patient underwent a diverticulitis and the removal of a large mass including a sigmoid resection. Post-operative, the patient experienced tachycardiac, fever, feeling poor, sepsis, anastomotic leak allegedly caused by non-functional staples, bowel functions not returning, abdominal pain, ileus, free air, distention adhesions, anterior perforation, intubated. The patient underwent treatment that included hospitalization, imaging, surgery to repair a colorectal anastomotic leak, unplanned abdominal reexploration, creation of loop ileostomy, small bowel evisceration, lysis of adhesions, resuscitation, additional procedures including a placement of an area mesh throughout the patients abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.